Manufacturer narrative:
H3, h6: the reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection performed on the product observed that the bottom of the packaging was not sealed. Analysis of the customer provided image also confirmed the package was not sealed. A functional evaluation was not performed as the visual inspection confirmed the complaint. A review of the rotation medical foil pouch product prints found parts shall be packaged in such a way to prevent damage. The reviewed document provides sampling and seal testing specifications. The complaint was confirmed and the root cause has been associated with a manufacturing error. A complaint notification was sent to the manufacturing site along with the reported device. Further investigation performed by the manufacturer confirmed no seal was present. Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection performed on the product observed that the bottom of the packaging was not sealed. A functional evaluation was not performed as the visual inspection confirmed the complaint. A review of the rotation medical foil pouch product prints found parts shall be packaged in such a way to prevent damage. The reviewed document provides sampling and seal testing specifications. The complaint was confirmed and the root cause has been associated with a manufacturing error.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a regeneten case, a new box of tendon staples was opened; however, the sterile packaging seemed as though it had never been sealed. The malfunction was solved with no delays or patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.